Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) on the homechoice unit during initial drain. The home patient (hp) would start over with new supplies. The cause of the alarm was unknown. The proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. On (B)(6) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated the patient has been able to continue therapy fine. There was no patient injury or medical intervention associated with this report. Baxter product surveillance spoke with the caregiver (cg) on (B)(6) 2010. The cg stated the cause of the alarm was still unknown and no defects were seen with any of the supplies. The hp discarded the setup and started therapy over with new supplies with no further issues. The incident has not re-occurred since. The hp has been doing fine and continuing therapy on the cycler as usual, using the same transfer set with no additional problems.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed in the lab on the companion sample. The cause of the complaint was not determined. The batch review was performed on potentially associated lot (h10e10105) with no issues noted. Received companion sample; was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).